Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
The cordless driver 3 was returned to stryker instruments for service, and during failure analysis it was noted that when the handpiece needed to oscillate, it ran in forward. There was no patient involvement and no adverse consequences associated with the device.

Event description:
The cordless driver 3 was returned to stryker instruments for service, and during failure analysis it was noted that when the handpiece needed to oscillate, it ran in forward. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During the evaluation, the device was found to have a non-stryker e-box. The e-box controls the electronics of the device and use of a non-stryker component will result in circuit failure, explaining the reported event and the service findings of the device running in the wrong mode.